Event description:
It was reported via literature that wire detached. The patient had a background history of hypertension, hypercholesterolemia, type 2 diabetes, and peripheral vascular disease. She underwent emergency right femoral-peroneal bypass and femoral endarterectomy procedure for acute right lower limb ischemia. She suffered a post-operative non-st elevation myocardial infarction (nstemi) with dynamic anterolateral repolarization changes. Echocardiography documented severe impairment of lv systolic function. Given her comorbidities, she was declined for cardiac surgery and was referred back for percutaneous revascularization, percutaneous coronary intervention (pci) to the culprit left anterior descending coronary artery (lad) was proposed. After crossing the diseased lad with a pilot 50 wire and exchanging it for a rota floppy wire, atherectomy was performed with a 1.25mm burr (170,000rpm, total ablation time 170s). The proximal lad was very tortuous and rigid owing to the calcium. There was burr entrapment, and the burr could not be retracted back from the lad into the guide catheter. The burr itself was free and could be advanced antegradely. Applying gentle traction to retrieve the burr, resulted in breakage of the burr. The driveshaft had broken at the neck of the burr, leaving the burr tip with a 40mm remnant of the rota wire. After placing a parallel non-boston scientific (non-bsc) wire, sequential balloon dilatations with a 2.0/15 and a 2.5/15 nc balloon were performed to dislodge the burr. This facilitated the placement of two additional non-bsc wires to proceed with a wire wrap technique. After placing the additional two wires, the three wires were twisted to wrap around the burr, driveshaft, and rota wire remnant, a non-bsc guide extension catheter was placed over the wrapped wires and delivered into the lad artery just proximal to the burr. Applying traction, the wrapped wires, burr/driveshaft, and rota wire remnant were drawn back into the guide extension and safely removed. Following this, the lad was wired with a non-bsc wire and following further predilatation, the lad was treated with two drug-eluting stents (des). The patient has since undergone staged revascularization of the left circumflex artery (lcx), and the diffuse disease in the right coronary artery (rca) has been managed conservatively. The patient has been asymptomatic and clinically stable at 1-year follow- up.

Manufacturer narrative:
B3: date of event: the event date estimated range based on date range of data from literature article. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Leibundgut g, achim a, weilenmann d, rigger j, gocht f, egred m, murad b, lombardi w, bilal iqbal m. Management of lost atherectomy devices in the coronary arteries. Catheter cardiovasc interv. 2025 sep;106(3):1766-1780. Doi: 10.1002/ccd.31734. Epub 2025 jul 6. Pmid: 40619782; pmcid: pmc12412430.